Event description:
Additional information received reported that the cause of the event was a medical condition unrelated to the intrathecal therapy. The patient¿s hcp did not see the patient; but they had received an email by a company representative. The patient was admitted to a hospital that the hcp did not go to.

Event description:
It was reported that the patient had been admitted to a medical center due to change in mental status. The reporter stated that the patient had the flu for the past two to three days because, she was vomiting, quite lethargic and difficult to rouse. The reporter stated that the staff at the medical center "think that there's something wrong with the pump". The doctor at the medical center wanted the pump shut off. The device system was used to deliver morphine 2.5mg/ml and was currently set at 0.1501mg/day. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).